Manufacturer narrative:
(B)(4).

Event description:
It was reported during a pack changeout procedure, the right ventricular lead was explanted and replaced due to an unspecified lead break anomaly. No further information will be available.